Manufacturer narrative:
Pdc received meter on 01/09/2012. Device appeared to be in good condition. All results were in range and no failures were detected.

Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 1:00pm. It was reported to pdc that pt received a reading of 81mg/dl on her prodigy meter but was sweaty and incoherent. Medics were called and their meter read 31mg/dl. Pt was given glucose tablets by her mother, then by medics, as well as an english muffin with peanut butter. No additional info was provided as to treatment and to whether the pt was transported to the hospital. Cc rep discovered that pt had two vials of strips; one empty bottle was set to expire in jan 2012 and the other, the one pt was using, was expired on sept 2011. Pdc sent replacement meter and prepaid envelope with request for return of suspect product(s). Cc rep also advised for pt to use supplies that are up-to-date.